Event description:
It was reported that revision surgery was performed due to elevated cobalt and chromium levels. The implantation date of the femoral head and acetabular cup is (B)(6), 2006; the implantation date of the femoral stem is (B)(6), 2006.